Event description:
The customer reported to olympus during a unknown procedure, the light still keeps cutting out on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered missing print labels on front panel, a worn-out socket slider which caused intermittent use of high intensity mode, a non-olympus lamp life meter was reading below 50 hours, the light output measured within range and a missing bar code serial number on the UDI label. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the intermittent lighting issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue was potentially related to a faulty work slider switch. Olympus will continue to monitor field performance for this device.